Event description:
After the case, the gamma finder probe was getting wiped off and observed that the tip of the probe was coated with blood after the probe cover was removed and had been thrown away. We were unable to obtain the used probe cover to assess for holes. No patient harm.

Manufacturer narrative:
The following elements have blank data: [device manufacturer's street address: (line 1)] for type of device: probe, uptake, nuclear [city:] for type of device: probe, uptake, nuclear [state:] for type of device: probe, uptake, nuclear [zip:] for type of device: probe, uptake, nuclear.

Event description:
After the case, the gamma finder probe was getting wiped off and observed that the tip of the probe was coated with blood after the probe cover was removed and had been thrown away. We were unable to obtain the used probe cover to assess for holes. No patient harm.

Event description:
After the case, the gamma finder probe was getting wiped off and observed that the tip of the probe was coated with blood after the probe cover was removed and had been thrown away. We were unable to obtain the used probe cover to assess for holes. No patient harm.